Event description:
It was reported that the patient presented to clinic with pocket infection and no device malfunction. The pacemaker (pm), atrial lead and right ventricle (rv) lead were explanted. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.